Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined tandem technical support request to bolus, so root cause could not be determined. Customer will change out infusion set. Customer's blood glucose was 218 mg/dl. Tandem technical support attempted follow up with customer, but customer did not respond.